Event description:
It is reported that the pt underwent an irrigation and debridement. During the procedure, the surgeon noticed a wear pattern and elected to perform an articular surface exchange.

Manufacturer narrative:
Compatibility was verified with no issues noted. The pattern of wear suggests improper alignment. Radiographs were not returned for review; therefore, alignment cannot be verified. Cause cannot be definitively determined with the information provided. Device history records were reveiled and found to be conforming. Visual examination of the returned articular surface revealed wear damage to the posterior aspect of the medial condyle on the articulating surface. There is also wear damage on the posterolateral edge near the superior surface of the posterior stabilizing spine. No other damage was identified.